Event description:
The customer reported that the circulatory support pack had a leak upon priming at the 3/8 to 1/4 step up just prior to the quick connect.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).